Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool confirmed power loss alarm and replace battery alert, was triggered battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received with minor scratched lcd window, cracked retainer and scratched case.

Event description:
The customer reported via phone call that low battery alarm. The blood glucose at the time of the incident was 159 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.